Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that during the patient was in a procedure for a laparoscopic radical prostatectomy under general anesthesia for prostate malignancy. During the operation after radial artery puncture and catheterization, the patient's invasive blood pressure was continuously monitored. At around 10:00, the invasive arterial blood pressure data was suddenly lost and could not be transmitted and displayed. There was patient involvement, and unknown signs or symptoms experienced.

Manufacturer narrative:
H3 and h6 codes - updated. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review could not be performed as the lot number was unknown.